Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured between october 16, 2019 to october 17, 2019. H10: twenty-five (25) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No functional testing was performed for this complaint. Magnified inspection was performed and the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020 to (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-five (25) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had white foreign material found in the fluid path. This was identified before use. There was no patient involvement. No additional information is available.